Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the pessary retrieval string was missing, and therefore unavailable to aid in the removal of the product. The consumer was unable to remove the pessary and required assistance from a medical professional to remove the product. No consequences reported.